Event description:
On july 3, 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter displayed the apply sample message. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient said the product issue first occurred 2 weeks ago. Information was not provided as to when the patient was last able to test his blood glucose level. The patient said he had frequent urination, thirst, and was nearly passing out 24 hours after the product issue started. As a result of the issue, the patient said he exercised. He said he went to his doctor and the doctor doubled his dosage of metformin the previous month. The doctor also ordered an hba1c test. The cca noted that the patient called from work and did not have his lfs product with him. Therefore, troubleshooting could not be completed. The patient's products were replaced. This complaint is reported because, the patient alleges that his lfs meter started to display the apply sample message two weeks before he contacted lfs and afterward he had frequent urination and thirst, which are symptoms that can be associated with hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.